Manufacturer narrative:
The customer complained that the autopulse platform (sn (B)(6)) stopped compression, which was confirmed based on the archive data review but not during the functional testing. Based on the archive data, the autopulse platform stopped compressions due to user advisory 02 (compression tracking error) and ua18 (max take-up revolutions exceeded) messages. The uas were not reproduced during the functional testing, and the platform functioned as intended. The archive data indicated ua02 and ua18 errors, which were not reproduced during the functional testing. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the functional testing without error or fault. The autopulse platform was tested further with small, medium, and large manikins and functioned as intended. The uas observed in the archive were not reproduced throughout the testing. Zoll is awaiting customer approval for service repair.

Event description:
During the resuscitation attempt of a 60-year-old female patient, the autopulse platform (sn (B)(6)) stopped compressions, and the lifeband would not compress the chest. The crew tried troubleshooting by resetting and verifying the lifeband multiple times, but the platform would not initiate compressions. The patient's status information is unknown.